Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Analysis was performed by philips remote service engineer (rse). They did troubleshooting and confirmed that the nibp cuffs are defective. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nibp cuff. The device was resolved by ordering and shipping the customer a new nibp cuff. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the device has wrong nibp value. The device was not in use on a patient at the time of event, no adverse event was reported.